Manufacturer narrative:
The customer reported that the analyzer was not displaying results in ngsp units as printed on the analyzer. There were no allegations of patient/user harm. The analyzer has recently been received and the investigation is ongoing.

Event description:
The customer reported that the analyzer was not displaying results in ngsp units as printed on the analyzer. There were no allegations of patient/user harm.